Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions in the common femoral artery to popliteal artery with heavy calcification. The large emboshield nav 6 embolic protection system (eps) was prepared for use and no issues were noted. A 6fr sheath was used and the eps was advanced to it's intended location and the filter was deployed. Four non-abbott balloons were used in the procedure and atherectomy was performed. The eps was pulled into the retrieval catheter without issue; however, after withdrawal, outside of the anatomy the physician looked into retrieval catheter to inspect the filter and saw that the filter and the 3cm distal tip of the barewire had become separated. The separated filter was in the sheath and was able to be removed with the sheath. However, the barewire tip was noted to have remained in the anatomy; therefore, a xience stent was advanced to jail the separated portion of the barewire in between the peroneal and popliteal. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the filter of the eps did not separate; however, during removal of the retrieval catheter the filter came out of the retrieval catheter while inside the sheath. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported retraction problem could not be tested due to the condition of the returned unit. The reported material separation of the barewire tip was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were likely due to procedural circumstances. It is likely that the barewire tip became entrapped within the heavily calcified popliteal artery and when the retrieval catheter was withdrawn, the filtration element was pulled out of the retrieval catheter and the barewire tip separated resulting in unexpected medical intervention to jail the separated portion of the barewire in between the peroneal and popliteal artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.